Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm,intraperitoneal, every 3rd day, ongoing) and meropenem injection ( 1gm, intraperitoneal, once daily, ongoing ) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the events and remained hospitalized. The patient and caregiver were retrained on proper aseptic techniques. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that on an unknown date, the pd catheter was removed and the patient was switched to hemodialysis. It was reported that the patient has been discharged from hospital and treatment with antibiotics was discontinued. At the time of report, cloudy pd effluent was not recovered. Should additional relevant information become available, a supplemental report will be submitted.